Event description:
The company was made aware that the patient developed a cyst associated with pain at the external equipment placement area of the implant site. Surgery to explant the patient's device has been scheduled.